Event description:
Trilogy probe attached and worked initially and then few seconds into it the probe was not recognized as attached not allowing matching to work. New probe had to be opened and worked without issue.

Event description:
Trilogy probe attached and worked initially and then few seconds into it the probe was not recognized as attached not allowing matching to work. New probe had to be opened and worked without issue.

Event description:
Trilogy probe attached and worked initially and then few seconds into it the probe was not recognized as attached not allowing matching to work. New probe had to be opened and worked without issue.

Event description:
Trilogy probe attached and worked initially and then few seconds into it the probe was not recognized as attached not allowing matching to work. New probe had to be opened and worked without issue.